Event description:
The customer reported that the sys would not store images properly. Some data was lost on the sys. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced and the sys software was reloaded. The system was then found to be operating as intended.